Event description:
Customer reported that her transmitter was bad. She reported receiving sensor error and lost sensor alarms. Troubleshooting was able to establish communication with her transmitter. Customer's blood glucose was 111 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.